Event description:
The patella drill bit was sticking in the size 32 patella sizer. Another drill bit was used to complete the procedure.

Manufacturer narrative:
A review of the returned instrument indicates that burrs are present in all of the holes on the drill/sizing guide. The drill is worn out over time from repeated use. If the drill is not inserted axial to the hole in the drill guide, then burrs on the insides of the holes in the drill guide can be created. As the burrs build up over time, the hole diameter will decrease, eventually preventing the drill from fitting into the holes.